Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. (B)(6). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007049, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 05-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007049". If the count of complaints equals or exceeds 3, further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6007049 was manufactured according to the work instruction(wi)version 79 and manufactured in the machine 12 on 11-may-2024, with a total of (B)(4). The sub-assembly lot 4e00800 was manufactured according to the work instruction(wi)version 27 09-may-2024, with a total of (B)(4). The sub-assembly lot 4e00800 was manufactured according to work instruction(wi)version 27 10-may-2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No physical samples were returned. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no nc raised during production related to complaint code, three complaints thresholds identified for the lot in question and serious injury/death, no further actions are required are met for the lot in question and serious injury/death, further actions are required. This complaint requires further CAPA determination assessment. This investigation has been updated because the malfunction code changed from connection issues, not set related (e.g., damaged by customer, pet, door etc.), to connection/adhesive issues- accidental - not infusion set related, which requires additional activities not included in the original investigation dated 05/nov/2025. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 23/mar/2026 against lot number "6007049" and similar malfunction codes: connection/adhesive issues- accidental - not infusion set related, adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.), connection issues, not set related (e.g., damaged by customer, pet, door etc.) The review confirmed that lot 6007049 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 23/mar/2026 against lot number criteria equal "6007049" and similar malfunction codes: connection/adhesive issues- accidental - not infusion set related, adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.), connection issues, not set related (e.g., damaged by customer, pet, door etc.) The number of complaints is 1. The complaint number is (B)(4). CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction(wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported railings broke off.